Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the black and clear o ring came off. Customer¿s blood glucose value was unknown. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The test reservoir does stay locked in place in the reservoir compartment. No failed battery test noted. Unit received with battery indicator functioning properly. Power management tool confirms the unloaded voltage and loaded voltage were within specification. Unit received with cracked select button keypad overlay, minor scratches on case, broken belt clip rails and minor scratches on lcd window.